Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, to report on behalf of patient an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The distributor did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).